Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The treatment for peritonitis included the injection of meronem (1gm in first bag and then 500mg in each bag). The patient was recovering from the peritonitis. The reported issue was being resolved. Additional information was requested and was not available at this time.